Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug at an unknown concentration with an unknown daily dose via an implantable pump for intractable spasticity. It was reported that the hcp called the manufacturer to find a physician for the patient to see about getting another pump. The patient used to have a pump but it got infected and was removed. The hcp had limited information about the infection as they had just started working with the patient. The infection was in the abdominal area. The date of onset of the infection; the symptoms related to the infection; if the infection was related to the device; the strain of infectious organism; and if the infection was confirmed were asked but were unknown. To the best of the hcp¿s knowledge, the patient¿s pump was explanted due to the infection. The hcp did not know who the patient¿s managing physician was at the time of the event. The patient¿s outcome was stated as ¿resolved.¿